Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: the initial MDR section h10/h11 additional mfg narrative stated: the customer received a replacement device. The initial MDR section h10/h11 additional mfg narrative should have stated: the customer received a replacement battery. Additional mfg narrative: stryker evaluated the device's battery and verified the reported issue. The battery was depleted. A root cause for the battery depletion was not determined.